Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hit in the abdomen by a ball when playing volleyball. The patient later developed fatigue and weakness and the patient's pulse rate was in the 30's (beats per minute). It was further reported that ventricular lead impedance was out of range and there was no capture or sensing. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.